Event description:
Related MFR. Report #:1627487-2019-06121.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Reference MFR. Report# 1627487-2019-06121. It was reported that the patient was experiencing ineffective stimulation due to high impedances. Surgical intervention was undertaken on (B)(6) 2019 wherein both leads were explanted and replaced thus resolving the issue.